Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During the procedure the surgeon found a yellow material attached to the root of the basket, fragment retrieved and disposed of at the facility, evaluation determined sheath was torn and broke at the distal end, no device is being returned.